Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Two needle-suture pieces and one detached needle outside its packaging were received for analysis. The product code 8702h is double-armed. During the visual inspection of the returned sample, an additional needle was observed. The needle was examined, and the swage area was not present. All three needles were confirmed to belong to the same product code. In addition, the two needle suture pieces were inspected, and the swage and attachment area were found as expected. The extremes of the suture pieces were noted to be cut and damaged (crushed) on the suture surface likely by a surgical instrument. Based on the information currently available, an extra needle was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown cardiovascular surgery, the doctor tried to hold the needle, it was found that there was a needle without suture attached. A double-armed suture with attached the suture was also there, and three needles were in the package in total. The wound was closed with the product involved. It was not a control release needle. The reported product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: ? It was reported that number "8702h" corresponds to product lot, but it is no recognized by our system, please clarify if it refers to lot number or product code. Unk. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao.